Event description:
The account reported a catalys surgeon successfully completed the catalys procedure on her last patient of the surgical day with capsulotomy, lens fragmentation, and arcuate incisions planned. When in the operating room (or), to extract the cataract, the patient's iris prolapsed at the manually made incision site. The cataract was extracted and an iol was inserted successfully without delay. The surgeon did use a 10-nylon suture to close the incision.

Manufacturer narrative:
Weight, ethnicity information was requested to the account. However, at the time of this report they have not provided it. Event: a request for patient demographics and patient outcome was requested. However, no additional information was received. Device evaluated by MFR: manufacturing review: the manufacturing records for the device were reviewed. The system and its components met all specifications prior to being released. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
H2 correction: this case is no longer a reportable event as the suture was to close the manually created incision which was not made with the catalys system.